Manufacturer narrative:
The device appears to have been fully deployed properly. Cause of failure unknown. Product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 0.5" from the distal end. The control wire was separated per design. The device appears to have been fully deployed properly. Without the clip assembly no further investigation can be done. The cause of the reported complaint is undetermined.

Event description:
It was reported to boston scientific corporation in 2007 that a resolution hemostatic clipping device was used during a procedure the same day (patient sex, age, and weight unknown.) According to the complainant, during the procedure, "the clip was never totally out of the transparent sheet (of the delivery system), so it was never able to open completely. Once they fired the clip, it got stuck into the transparent sheet of the delivery system." There were no patient complications as a result of this event.